Event description:
As reported by our affiliates in switzerland, as reported, the 23mm sapien 3 ultra valve was implanted, in aortic position by transfemoral approach with nominal volume +1cc to treat severe aortic insufficiency. Then, it was decided to post-dilate the valve with balloon from the delivery system (nominal +2). However, during retrieval of the balloon and due to suspected ''insufficient deflation'', the valve embolized and migrated into the descending aorta where it was implanted. No additional valve was implanted due to the patient's condition (additional CT was needed to exclude/confirm aorta dissection). Patient needed additional intervention (tevar). Finally, the patient was discharged home in good condition 6 days post-procedure.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022- 10082. Device discarded.

Manufacturer narrative:
Supplemental report submitted to correct initial MDR. Corrected, b1, b2, h1, h5, and h6: component code, impact code, clinical code, and device code.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Review of procedural imagery revealed the following observations: the undeployed valve well positioned between markers prior to deployment. Deployed valve well positioned after deployment. The valve was in the ascending aorta. Embolized valve visualized in the aorta. Visible aortic dissection a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of difficulty to withdraw catheter from deployed valve was confirmed based on evaluation of provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies the complaint description states, ''during retrieval of the balloon and due to suspected insufficient deflation, the valve embolized and migrated into the descending aorta''. The valve was first implanted in aortic valve position (nominal volume +1cc) to treat severe aortic insufficiency. Then it was decided to post-dilate the valve with balloon from the delivery system (nominal +2)''. Additional, information provided indicated that potential root cause for the event was the absence of calcification necessary to anchor the valve. From the returned imagery, it can be seen that the valve was correctly aligned between the markers as well as deployed in the correct position. It was seen after the delivery system was removed that the valve embolized to the ascending aorta. The absence or lack of sufficient calcification may have resulted in the deployed valve not properly anchored to the native aortic valve, and subsequently lead to the aortic embolization. As such, available information suggests that procedural factors (no calcium present for anchoring of the valve, off-label tavr for aortic insufficiency) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.